Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the upper buttocks, on (B)(6) 2017. It was reported that more than one bg meters were used throughout the same sensor session. No additional event or patient information is available. The receiver data log was reviewed on 03/06/2017. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.